Event description:
The customer observed falsely decreased ict (sodium, potassium and chloride) results on the alinity c processing module. The following data was provided. Sid (B)(6). (B)(6) 2023 sodium: 112 mmol/l repeated at 142 mmol/l (reference range 136-145 mmol/l). Potassium: 3.0 mmol/l repeated at 3.8 mmol/l (reference range 3.5-5.0 mmol/l). Chloride: 82 mmol/l repeated at 110 mmol/l (reference range 98--107 mmol/l) no impact to patient management was reported.

Manufacturer narrative:
The field service representative inspected the module and performed troubleshooting that including replacing the ict module, dry tip and realigning the cuvette washer but was unable to determine a single likely cause for the discrepant result. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer observed falsely decreased ict (sodium, potassium and chloride) results on the alinity c processing module. The following data was provided. Sid (B)(6) (B)(6) 2023 sodium: 112 mmol/l repeated at 142 mmol/l (reference range 136-145 mmol/l) potassium: 3.0 mmol/l repeated at 3.8 mmol/l (reference range 3.5-5.0 mmol/l) chloride: 82 mmol/l repeated at 110 mmol/l (reference range 98--107 mmol/l) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.